Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of reported issues could not be determined. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that foreign materials in the biopsy channel and channel mount had defective thread were found. There was no patient involvement.